Event description:
It was reported that the spike on the end of an unspecified baxter set was not able to reach or puncture the sodium chloride 0.9% fluid bag. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.